Manufacturer narrative:
Analysis summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. In addition, it failed the continuity test. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the hand piece didn't work at all. There was a steady tone with test tip. Patient consequence was not reported.